Event description:
10/25/2006, the pt reports their stimulation device turns on when going through security devices. The pt contacted the manufacturer, experiencing problems with getting the pt programmer to turn on/off. After achieving proper placement of the programmer the device was working and the pt was able to use it successfully, however, was still getting only positional stimulation even at highest amplitude. The pt stated their device turns on when going through security devices. No injuries were reported. The manufacturer has been unable to contact the hcp as of the date of this report. A follow up report will be sent if add'l info is rec'd.